Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the breakdown voltage of the power supply deteriorated causing the monitor to back out. In addition, it is likely that this pressure resistance deterioration was caused by moisture absorption. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the power went out during a diagnostic gastrointestinal endoscopy, causing a blackout on the oev262h monitor. There were two monitors being used for the procedure and only one was blacked out. The remaining one monitor was used to successfully complete the procedure. The devices were inspected before use and there were no abnormalities. There was no patient injury as a result of the event.

Manufacturer narrative:
The device was returned to olympus and inspected. After a few minutes, the repair center confirmed that the lamp at the bottom right of the monitor had gone out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.